Manufacturer narrative:
Device analysis report attached. This report is submitted on july 10, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to pain at implant site. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 08, 2024.